Event description:
It was reported that upon interrogation of the pulse generator, low impedance was noted. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.